Event description:
Medtronic received a report that a pipeline failed to open in the proximal section. The patient was undergoing surgery for treatment of an unruptured m1 aneurysm with a max diameter of 4.25mm.  It was reported that the flow divertor (fd) did not open properly, so the physician retrieved the device and implanted a competitor's device instead. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The angiographic result post procedure showed good result with another fd from the competitor. Ancillary devices include a navien a+072 catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.